Event description:
Pt was no the ventilator, then the ventilator alarmed. Pt was bagged. While on the way to the hosp, pt passed away. (No additional info is available due to the reason that the deceased pt's family was unwilling to cooperate.